Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead presented to the hospital after experiencing several shocks as a result of rv noise. Upon interrogation is was found that the device declared a code 1005 indicative of an open shock lead. Rv lead pace and shock impedances were noted to be high and outside of normal limits. Review of device data found evidence of saturated/high out-of-range left ventricular (lv) lead pace impedance measurements as well due to the pacing configuration of lv tip to rv ring. Lv impedances returned to normal following reprogramming of the lead configuration from lv tip to lv ring 3. Right atrial (ra) measurements remained stable and within expected range. Some episodes of rv noise and oversensing resulting in inappropriate therapy were also observed. The patient is reported not to be pacemaker dependent. The physician inquired about programming the patient's device to lv pacing only as they suspected the patient no longer requires shock therapy. Tech services provided feedback suggesting proper rv function is advised to preserve effective sensing and timing. Information was later received indicating a revision procedure was performed wherein the rv lead was tested via pacing system analyzer (psa) and the out-of-range measurements were confirmed. The lead was also reviewed under fluoroscopy and a fracture was confirmed. The rv lead was subsequently abandoned and replaced with a new lead. A commanded shock was delivered confirming normal measurements with the new lead in addition to normal device function. Lv impedance measurements were tested again following revision and found within normal limits; no anomalies were observed when the lead was viewed under fluoroscopy. No adverse patient effects were reported.